Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: as a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of the filter. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava and into organs and tilt, approximately ten years post implant. The patient also reported anxiety related to the filter. According to the medical records the patient had a history of morbid obesity and underwent placement of a laparoscopic adjustable gastric band, hypertension, obstructive sleep apnea, atrial fibrillation, degenerative joint disease, right hip replacement, right and left total knee replacements and asthma. The patient presented with leg pain and was found to have deep vein thrombosis of the left popliteal vein and a large complex popliteal cyst. The patient was placed on a heparin and subsequently developed a large hematoma in the left leg (compartment syndrome), which required a fasciotomy. The indication for the filter implant was deep vein thrombosis and a contraindication to anticoagulation. The filter was implanted via the right femoral vein and deployed at the l2-l3 level after multiple angiograms could only identify the left renal vein with a relatively low insertion near the bottom of l2. The patient tolerated the procedure well. Approximately ten years post implant a computed tomography (CT) scan of the abdomen was performed to assess the ivc filter. Results of the scan noted no acute findings. The ivc filter appears within the infrarenal ivc. Incidental findings noted a small hiatal hernia, and minimal calcific atherosclerotic disease. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues or other comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of morbid obesity and underwent placement of a laparoscopic adjustable gastric band, hypertension, obstructive sleep apnea, atrial fibrillation, degenerative joint disease, right hip replacement, right and left total knee replacements and asthma. The patient presented with leg pain and was found to have deep vein thrombosis of the left popliteal vein and a large complex popliteal cyst. The patient was placed on a heparin and subsequently developed a large hematoma in the left leg (compartment syndrome), which required a fasciotomy. The indication for the filter implant was deep vein thrombosis and a contraindication to anticoagulation. The filter was implanted via the right femoral vein and deployed at the l2-l3 level after multiple angiograms could only identify the left renal vein with a relatively low insertion near the bottom of l2. The patient tolerated the procedure well. Approximately ten years post implant a computed tomography (CT) scan of the abdomen was performed to assess the ivc filter. Results of the scan noted no acute findings. The ivc filter appears within the infrarenal ivc. Incidental findings noted a small hiatal hernia, and minimal calcific atherosclerotic disease. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava and into organs and tilt, approximately ten years post implant. The patient also reported anxiety related to the filter.